Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, dead battery alarm or failed battery test alarm noted. The insulin pump had stripped battery cap at the coin slot area, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer states the battery cap was cracked. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.